Manufacturer narrative:
E1: telephone number: (B)(6). It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure" was confirmed with empirical evidence for the information provided. Available information suggests patient anatomy likely contributed to the event. The patient had challenging anatomy, leading to not being able to perform the transeptal puncture higher. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
Per the report received from poland, edwards was notified of a pascal precision ace procedure performed in the mitral position. On post-operative day 1, a single leaflet device attachment (slda) occurred. The patient had functional mitral regurgitation (fmr) and presented challenging anatomy, leading to not being able to perform the transseptal puncture higher. The initial mitral regurgitation (mr) grade was severe, it was mild immediately after procedure, and it remained mild after the slda happened. The patient was discharged on post-operative day 1. Approximately one year and four months after the procedure, mr increased to severe and patient underwent a transcatheter mitral valve replacement procedure. The mr was reduced to none/trace.